Manufacturer narrative:
An event of hypertension, left occipital stroke causing permanent right-eye peripheral vision loss, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported right-eye peripheral vision loss appears to be a cascading effect of the left occipital stroke. However, the cause of the reported left occipital stroke could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as there was prolonged hospitalization due to the patient effect and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis and dementia. Under computed tomography (CT), severe aortic stenosis and large deposits of calcium on aortic arch were noted. Mild to moderate calcification of the leaflet and annular were also observed, along with mildly torturous femoral arteries and a moderately calcified descending aorta. During the procedure, a pre-implantation balloon aortic valvuloplasty (pre-bav) was performed with a 20mm non-abbott device. The procedure also included the use of non-abbott embolic protection devices. The patient was hypertensive prior to deployment. During the initial deployment attempt at 80 percent, the valve was positioned too high, with depth of 1mm at the non-coronary cusp (ncc) and 3¿4mm at the left coronary cusp (lcc). Blood pressure stabilized during the deployment. A full recapture was successfully performed. A second deployment at 80% resulted in improved positioning, with depths of 4mm at the ncc and 5¿6mm at the lcc, and the valve appeared well expanded. Final implantation was completed at a depth of 4¿5mm at the ncc and 6¿7mm at the lcc. No conduction issues were observed. The final pressure gradient measured as 9 mmhg, and a trace leak was noted. Post-procedure two hours later, the patient suffered a stroke, resulting in loss of peripheral vision in the right eye considered permanent impairment or damage. After diagnosis, it was confirmed that the stroke had occurred in the left occipital region of the brain. There was no clinically significant delay. The patient had an extended hospital stay due to the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. On (B)(6) 2025, the patient was discharged with continued loss of peripheral vision in the eye.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.